Manufacturer narrative:
(B)(4). Concomitant product(s): m2a-magnum mod hd sz 46mm catalog#: 157446 lot#: 399600. Customer has indicated that the product will not be returned to zimmer biomet for investigation since the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06081.

Event description:
It was reported the patient underwent a hip revision surgery about 5 years post primary hip arthroplasty, due to pain. During the surgery, metallosis was found in hip area. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
Upon receipt of additional information, it was reported that a patient was revised due to pain, metallosis, loosening, osteolysis, and elevated metal ion levels. It was noted that there was severe metal-on-metal reaction with milky white synovium consistent with lymphocyte mediated response. The acetabular component itself appeared to be significantly retroverted. It was also noted that there was early change to the surrounding fluid but with no significant muscle damage. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Surgical notes states that the cup appeared to be significantly retroverted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it was reported that a patient was revised due to pain, metallosis, and elevated metal ion levels approximately 5 years post primary surgery. During the revision surgery, it was noted that there was severe metal-on-metal reaction with milky white synovium consistent with lymphocyte mediated response. The acetabular component itself appeared to be significantly retroverted. It was also noted that there was early change to the surrounding fluid but with no significant muscle damage. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision surgery about 5 years post primary hip arthroplasty, due to pain, metallosis, loosening, osteolysis and elevated metal ion. During the revision, the head, taper sleeve and cup were replaced. Attempts have been made and additional information on the reported event is unavailable.